Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had fractured. It was also noted that the defibrillator conductor was distorted and had a conductor fracture due to overstress, there was blood/body fluid in the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/non electrical breach, the outer tubing overlay was breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular lead had oversensing, high impedence, and a fracture was suspected. The lead was removed and replaced. No further patient complications were reported as a result of this event.